Event description:
It was reported by the patient that they felt a tingling in their chest, lightheaded, and dizzy. Follow-up was attempted but no additional information could be obtained since, per the clinic, the patient has not been seen since implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).